Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for radicular pain syndrome (radiculopathies). It was reported that the patient was complaining of the same burning sensation that continue to occur, even with a new implantable neurostimulator (ins). There was a burning sensation throughout the entire old spinal cord stimulator (scs) system when stimulation was on or off. The rep believed the new ins was placed in the same pocket site. The patient now had a healthcare professional (hcp) appointment but they had not done anything else. Further follow-up is being conducted to determine what troubleshooting, actions or interventions were taken and if the cause of the issue was determined. If additional information is received, a follow-up report will be sent.